Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Voluntary medwatch received states that patient's lead exhibited high, out of range pacing impedance and noise oversensing. Pause in pacing was also noted. The lead was explanted and replaced. There were no patient consequences.